Event description:
The customer reported that the device would not re-open while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws of the device in order to remove the device from the tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no anomalies. The jaws were not stuck shut, and the handle was latched and unlatched several times without difficulty. The investigation found the device to function normally and within specifications. A device history review has been completed. No entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.